Event description:
It was reported that the insulin pump alarmed battery out limit. It was also reported that the insulin pump has cracks on the front and back of the pump as well as on the lcd display screen. Customer's blood glucose reading was 230 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: unit powered up properly after battery installation. Unit received with operating currents within specifications. No unexpected battery out limit alarms noted. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched lcd window. Unit received with stained end cap sticker.